Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported: "pulse ox flat lined on central monitor without alarming. Nurse observing monitor saw this and notified bedside nurse. Pulse ox would not pick up despite reapplying and moving to another extremity. Patient required bagging. 5 other times throughout the day the pulse ox again flat lined throughout the day, without alarming. (B)(6), respiratory, (B)(6), resp supervisor and charge nurse were notified. Today, it happened again. Cord to monitor and pulse ox were changed and given to resp to give to the manufacturer." No consequences or impact to patient.